Event description:
The account alleged that the head section will lower several inches over a period of several hours.

Manufacturer narrative:
The account replaced the hydraulic valve to repair the bed.